Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited a gap between acoustic lens and ultrasound probe.. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct d4. Corrected d4 annex by updating the ud# from (B)(4) to (B)(4) for model # gf-uct180 with item code: n2550560. Corrected field: d4. Updated fields: b3, d4, h, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the reported suggested malfunction could not be established. Additionally, it was found that the control unit had corrosion due to water leakage; sheet holder unit had corrosion due to water leakage; cover joint had discoloration due to water leakage; charged coupled device (ccd) guide tube unit was dirty due to water leakage. Olympus will continue to monitor field performance for this device.